Event description:
Boston scientific received information that during a routine device system implant procedure, the patient reportedly went asystole prior the insertion of the ventricular lead. The lab did not have the patient properly connected to externally pace, therefore, the physician quickly implanted the ventricular lead and paced off the pacing system analyzer (psa) for a few moments, in hopes that the patient would regain their intrinsic rhythm. The intrinsic rhythm did not return and the physician elected to implant a temporary pacing wire. Once the wire was in place, the physician continued the procedure. No further complications were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.